Event description:
The customer stated the insulin pump had no audio tones. Troubleshooting was performed and the insulin pump did not beep during the tone test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.